Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the motor is operating normal and no motor issues were observed. Investigators were unable to duplicate the complaint. The display is dim/fading/reddish. The battery compartment is cracked below pad. The battery cap is damaged/stripped. Pump case removed and no moisture or mechanical damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim/fading/reddish display and a battery compartment crack. This report is made based on results of investigation completed on 08/10/2015.